Event description:
While using crossfire on yellow "w/ mooetie", axillary nerve was being stimulated. There was no axillary nerve stimulation noted on coag mode. Odor of burning rubber in room. Changed out serfas energy lateral 3.5 mm with continued nerve stimulation. Changed out stryker crossfire unit. Nerve stimulation resolved. Crossfire unit removed from service. Stryker rep notified of malfunction and to pick up unit and serfas energy tip.